Event description:
International affiliate reported that the anti-reflux valve came off the device ten days after placing the device in service. There are no reported adverse pt consequences.

Manufacturer narrative:
The product upon which this medwatch is anticipated. Upon completion of device evaluation, any further info derived from the evaluation will be submitted in a supplemental 3400a form.